Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low total protein (tp) result of 4.7 g/dl generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The test was performed as a part of complete metabolic panel (cmp) on (B)(4) 2010. The cmp results were reported out of the laboratory. Because the tp result was not much more than the albumin (alb) result, the physician questioned both tp and alb results. All analytes were retested for the sample on (B)(4) 2010, and all results matched the initial results except for tp. The repeat result for tp was 6.2 g/dl and the result was amended. There was no effect to patient or user.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. Samples tested prior to and after the event were checked but no other samples were questioned. A bci field service engineer (fse) inspected the instrument and performed a precision run. The results were within the specifications. The absorbance plot of the sample is compatible with a dirty cup. When the fse checked the cup on (B)(4) 2010, the cup was clean. A definitive root cause for this event has not been determined to date.